Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 620 mg/dl. It was reported that the customer was hospitalized due to high blood glucose levels and dehydration. The customer reported that the meter bg reading and sensor glucose readings for the insulin pump were not reading correctly. The customer was referred to the manufacturer of the meter for troubleshooting. No additional information was provided.